Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited the control unit is sticky there was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation several components of the device were corroded due to fluid invasion from stress. However, a root cause cannot be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.